Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Further instructions were given to plug the wall adapter into a working outlet for at least 30 minutes, which resolved the issue, and the pump began charging without further assistance needed.